Event description:
During use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console unexpectedly went blank and resumed function a short time later. Control of pumps and safety sensors remained available through redundant local controls. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation is in progress but not concluded.